Event description:
The pt presented with a ruptured left posterior communicating artery (pcom) aneurysm with a ventricular drain already in place. The aneurysm was successfully emboli zed using coils. Two days post procedure the pt's condition changed. A CT scan was performed to check for any vasospasm. The scan did not reveal any evidence of a vasospasm. Four days post procedure, the pt underwent an angiogram that revealed a mild to moderate a1 anterior cerebral artery (aca) to m1 middle cerebral artery (mca) vasospasm and moderate distal aca and mca vasospasm. 15 mg of nicardipine was administered intra-arterially to successfully treat the vasospasm. The following day pt had a CT scan that revealed a slightly increased intraventricular hemorrhage and mild ventricular dilation a stable and diffuse subarachnoid hemorrhage, a developing stroke within the left insular region and possibly representing a right aca vasospasm. Angiography confirmed a vasospasm and nicardipine was administered intra-arterially, dose not disclosed. Medication was administered to treat the stroke. The pt began to show signs of neurological deterioration that plateaued fifteen days post procedure. The pt remains neurologically unchanged and has been placed on a ventilator.

Manufacturer narrative:
Conclusions: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted in the pt so was not available for analysis. There is no evidence or suggestion of any device malfunction or nonconformance. From the information provided there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. A review of the labeling found that it contained language regarding the reported event. Therefore, it was determined that the most probable cause of the event was anticipated procedural complication.